Event description:
It was reported that during the use of the device for a non-clinical activity, the biomedical engineer found that the latch which secures the drive motor to the disposable pump head was missing. In addition, the parts which secure the latch to the drive motor were missing. There was no pt involvement.

Manufacturer narrative:
The complaint is confirmed. The user facility biomedical engineer will order the latch and latch parts and remount them onto the drive motor. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.